Manufacturer narrative:
The device was not returned to the service hub for evaluation and analysis; therefore, the complaint cannot be confirmed. A 12-month service history review did not indicate a similar event. Review of event history and alarm log: starting with the most recent prior power on at (B)(6) @ 09:40, there were a series of infusions of milrinone stnd (20 mg/ 100 ml concentration) at 9.1 ml/hr. These continued until(B)(6) @ 13:56 when the then current program was titrated to 20 ml/hr.at the time of this titration, the pump had delivered a total of 462.6 ml of milrinone since the above power on of (B)(6) . Two and a half hours later, on (B)(6) @ 16:23, the program was again titrated but, this time, back to 9.1 ml/hr. At the time of this titration, the pump had delivered a total of 502.1 ml since the (B)(6) power on (i.e. 39.5 ml delivered at 20 ml/hr). Finally, that rate (9.1 ml/hr) was maintained till the pump was turned off an hour and a half later at 18:04. The customer also stated a concern regarding the pumps programmed "upper soft limit." Specifically at time 13:56, when the upper soft limit was changed. "Needing to see if the pump was stopped at this time and reprogrammed. This is the time the dosage was changed from 0.375 to 0.821." Investigation states the only way to change the limit at which limit alerts will be raised is by loading a new drug library. There is no indication in the eal report that any new library was installed at any time. Therefore, the upper soft limit itself could not have been changed. As noted: up through 09:43 the programmed dose (not the limit value, but the dose being attempted) was 0.375. At 13:56, the infusion program was titrated to 0.821 (the pump does not need to be stopped for the infusion to titrate) which raised the usl limit alert which was then overridden to accept the new 0.821 dose. In conclusion, from when the pump was powered on at (B)(6) to when it was powered off at (B)(6) , a total volume of 502.1 ml was delivered equating approximately 100 mg of drug substance. Upon review of the event logs, it was determined that the device performed as expected (programmed) and no probable cause was determined.

Manufacturer narrative:
The device is not available for evaluation. If additional information becomes available, a supplemental record will be submitted.

Event description:
Additional information was received from the customer that at 13.56, the upper soft limit time was changed, needing to see if the pump was stopped at this time and reprogrammed. At that time, the dosage was changed from 0.375 to 0.821. The solution was milrinone. Regular plum primary tubing was used. After switching the device from the patient there were no other issues.

Manufacturer narrative:
It is unknown if the device coming back for evaluation.

Event description:
The customer reported that an unknown pump experienced overdelivery. It was further described that a pump was suppose to be infused at 20 but a 100 was given. Based on the customer understanding, the patient was not affected as it was caught on time. There was patient involvement and no adverse event.